Event description:
Event: (cc# 98-00587) after iabp for 192 hours, blood was noted in the iab. On 5/26/98, the following information was reported: the iab was inserted into the patient 5/6/98 and removed on 5/13/98. The iab was never returned to datascope for evaluation. [Event complications]: none from the event - reported 5/14/98, 5/26/98. [Patient's current status]: stable - rpt'd 5/14/98.

Manufacturer narrative:
Evaluation: the product was not returned or released to datascope for evaluation. (This follow-up was mailed to the FDA on 11/16/98).